Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-40153 for motor error.

Event description:
Customer reported she was hospitalized. Customer stated she had been having highs and then she started to have chest pain and headache. She contacted her doctor and had her come to the clinic. Customer got a chest xray and blood glucose value was 400 mg/dl. She was taken by an ambulance to the hospital. Customer was wearing the insulin pump at the time of the hospitalization. She was released after 5 days. Customer was not sure of the date of the admission. The insulin pump is being replaced for a motor error. Nothing further reported.